Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k had foreign matter. No reported injuries or medical intervention. No report of blood exposure to mucous membrane.